Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician attempted an arteriotomy closure of an unspecified vessel using two perclose a-t devices (cross-over method) after an interventional procedure. Reportedly, the device did not work and the device was removed uneventfully. The nick and spread incision was extended to remove the device and the vessel was sutured to achieve hemostasis. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
Cross-over procedure. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #2 - perclose a-t (part #12337-05; lot #unk), is being filed under a separate medwatch report.